Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not feel the patient notifier with rf. Patient was able to feel notifier when telemetry wand was used. Applicable documentation was requested and electronic data was saved.